Event description:
It was reported that the ventricular lead impedance was less than 200 ohms. The lead was capped. The ipg was returned and analyzed by the manufacturer and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary testing found the device had no ventricular pacing, low ventricular lead impedance and high current drain when programmed to unipolar mode. Bipolar mode still functioned by utilizing a parallel path (tip to ring & shield to ring). Further analysis determined that unipolar mode was not functional due to a shorted v tip feedthrough. Resistance between the center conductor and shield in the ventricular tip feedthrough was shorted, due to an intermittent internal solder bridge in the feedthrough assembly. Therefore, the ventricular output was delivered directly through the low resistance solder bridge to the shield. This pathway was less than 1 ohm; the normal pathway is 511 ohms. Nominally when programmed to unipolar pacing, the shield is the return path for the pulse, but with this defect the shield was at the same potential as the tip and no current flow could occur. The causal code was updated to better reflect the event and device reason for return.